Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device found no damage and the stent appeared to be correctly positioned on the balloon. The distance between the crimped stent and the inside edges of both ro markers was measured it was found within specification. No damage was noted to the device. The manufacturing batch record review confirmed that the device met all material assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that during preparation for a percutaneous coronary intervention, the stent moved on the balloon. While preparing the 7.0mmx30mmx75cm express stent delivery system, the physician noted the stent had moved on the balloon. The device was not used and the procedure was completed with another device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
This product is only ous approved but it is similar to an approved us device.